Event description:
During a transfemoral tavr procedure, the 26mm sapien xt moved aortic during deployment. The pre-deployment valve position [60:40 aortic:ventricular]. When the physician began the deployment sequence, a slow deployment was maintained, there was capture and pressure was low. As deployment continued, the valve started to moved aortic. The physician pushed down on the system to move the delivery system/valve more ventricular however, the valve was deployed 80:20 [aortic:ventricular]. The post deployment tee confirmed there was moderate paravalvular leak and central aortic insufficiency. A second valve was deployed more ventricular to the first valve [30:70 aortic ventricular]. Tee post valve deployment confirmed trace paravalvular leak and no central leak. The patient remained stable. There was no septal hypertrophy. The native annular and leaflet calcification was mild. The coaxial alignment of the delivery system and the valve was good; image intensifier angle was good; ventilation was held during valve deployment and there was no loss of pacing captured during deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition, paravalvular leak and central aortic insufficiency are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve movement cannot be confirmed; however, there is no allegation or indication of a malfunction of the valve or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.